Event description:
It was reported to philips that the device's adapter cable needed replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips seems to have receive a complaint on the heartstart dfm100 indicating that customer needed replacement adapter cables. It was originally determined reportable, reports were submitted, then further evaluation determined that this was not reportable due to the customer ordering parts for warehouse stock. There was no device malfunction.